Event description:
It was reported that during an alif spinal surgery at l5-s1 while inserting the first screw, the implant cracked. The implant was removed and replaced with a second implant of the same size. The second implant did the same thing. The second implant was removed and replaced the surgeon mentioned that he "did not feel that much resistance when the implant broke". The orientation of the implant was two screws down and one up. No patient complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.